Event description:
It was reported that during the implant procedure the atrial lead could not be screwed into the device and free rotation was noted. An alternative device was implanted and the atrial lead was successfully screwed in. No patient complications have been reported asa result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. The returned device indicated the set screw was found in the connector bore. If information is provided in the future, a supplemental report will be issued.